Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Patient had a pfo closure on (B)(6) 2011 completed at (B)(6) hospital in (b)(64). The surgeon could not use sternal wire for closure due to nickel allergy, and chose to use sternal plates. On an unk date, patient presented at (B)(6) hospital in (B)(6), complaining of pain and bulkiness of the plates. Patient asked to have the hardware removed. Surgeon returned patient to the operating room and removed 5 plates and 25 screws on (B)(6) 2012. Sternum is reportedly fused and no more treatment is anticipated. This is 11 of 30 reports for this event.